Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range (oor) shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) then discussed on how to turn off the daily shock impedance test in the device with programmer. Additional information indicated that the field representative could not provide further information. This system remains in service. No adverse patient effects were reported.